Event description:
A complaint was reported to boston scientific corporation on a segura hemisphere basket used during an ureteroscopy procedure on (B)(6) 2012. According to the complainant, during the procedure a stone was captured in the basket, but was unable to open after doing so. The basket, with the stone inside, was removed from the patient. Once outside the patient, the handle was disassembled and the basket successfully opened to release the stone. After the stone had been released the physician was unable to put the handle back together again and the procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was stable.

Event description:
A complaint was reported to boston scientific corporation on a segura hemisphere basket used during an ureteroscopy procedure on (B)(6) 2012. According to the complainant, during the procedure a stone was captured in the basket, but was unable to open after doing so. The basket, with the stone inside, was removed from the patient. Once outside the patient, the handle was disassembled and the basket successfully opened to release the stone. After the stone had been released the physician was unable to put the handle back together again and the procedure was completed with another of the same device. There were no patient complications as a result of this event and the patient's condition post procedure was stable.

Manufacturer narrative:
Analysis of the returned segura hemisphere basket revealed that the basket was closed with the blue strain relief bent and the black strain relief kinked at the distal end of the blue heat shrink. The sheath was kinked approximately 5.5cm and 8mm from the proximal end. The wire sub-assembly was kinked at the distal end of the blue strain relief and a torque mark was present on the handle cap to indicate the cap was properly torqued during manufacturing. The handle cannula was detached from the pinch vise. Functional evaluation was not performed due to the handle cannula detachment. The handle cap was removed and the cap was loose. There were prominent impressions on the pinch vise to indicate the handle cannula was properly placed during manufacturing. The luer and handle cannula were removed from the handle and the cannula was bent approximately 3cm from the distal end. The wire sub-assembly was kinked at the distal end of the handle cannula. The sheath was detached from the strain reliefs and luer, and the strain reliefs were both tight. The wire sub-assembly was removed from the proximal end of the sheath, and the wire moved freely through the sheath until it passed the kinked area. The wire would not pass the kinked area at the proximal end of the sheath. The outer sheath was cut to expose the basket. The basket and all of the basket wires were present and attached, however, they were all bent. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context.

Manufacturer narrative:
(B)(4).